Manufacturer narrative:
Continued e.1. Facility name: (B)(6) hospital . Continued h.6. Health effect - impact code: f2201. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (histopathological markers not reported).

Event description:
Healthcare professional reported for right side "pathologic anatomy report of the right periprotesic capsula done showed 'anaplastic large cell lymphoma associated with breast implants. Atypical small cell b lymphoid infiltrate, suspected of marginal zone lymphoma''. Report of "suspected of marginal zone lymphoma" is not device related. Histopathological markers confirming alcl have not been received. Device has been explanted and replaced with a non-allergan implant.